Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal feeding tube (j-tube) was used during a procedure. Procedure date is unknown. According to the complainant, the two-port through the peg jejunal feeding tube (j-tube) was difficult to rinse. The treatment with duodopa was interrupted as per decision of gastroenterologist. It was noted that due to a tight curve in the tubing the j-tube was blocked. The gastroenterologist resolved the problem through special maneuvers (unknown) and consecutive washings. This device remains implanted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.